Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one encor biopsy probe was returned for evaluation. A visual evaluation was performed.the biopsy probe appeared to have residue on the outside of the aperture and on the trocar tip. The sample was received with protective tubing. It was noted that the aperture was received closed. Scathing was noted to the inside of the protective tubing. The proximal retaining cap was glued to the probe. No damage was noted to the rear housing. No other anomalies were identified. The sample device was examined further under the microscope and foreign material was found to be on the aperture and cutter of the probe. Therefore, the investigation is confirmed for the alleged foreign material issue as it was noted a foreign material on the trocar tip. A definitive root cause for the reported failure could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: (expiry date: 01/2021). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an ultrasound-guided breast biopsy, the device allegedly had a plastic material on the end of the needle. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 01/2021).

Event description:
It was reported that prior to an ultrasound-guided breast biopsy, the device allegedly had a plastic material on the end of the needle. The procedure was completed using another device. There was no patient contact.